Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unsatisfied frozen display. The customer's blood glucose level was unknown. The customer reported that here was no response from any button. Customer reported the time clock did not advance. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer was advised that the insulin will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to blank display. Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to verify frozen display, missing segments, partial display, keypad anomaly, time clock anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).